Manufacturer narrative:
Correction: additional review into the reported issue was conducted. Medtronic received information that the navigation system is able to send exams and pull them into the electronic picture archiving and communication systems (pacs) at the site. It was noted that the site changed their pacs system resulting in the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Part not returned.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the received got a new electronic picture archiving and communication systems (pacs) and experienced an issue in their workflow. Upon completing an imaging spin, the exam did not transfer to the navigation system. The site pushed a patient folder from pacs to the mobile viewing station (mvs), which included demographics, not including exams. Upon selecting the patient prior to an imaging spin, the exams did not transfer to the navigation system and a transfer error was observed on the navigation system. The site was not able to manually push the exams from the imaging to the navigation system. The same workflow had been successful with the prior pacs system. There was no patient present when this issue was observed.